Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The patient sensor calibration check passed. The 2-hour 15-minute 8500 ml simulated treatment was initiated and failed due to a (heater bag not detected) during set-up. There were visual indications of dried fluid found under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump during an internal inspection of the cycler. The cause of the dried fluid could not be determined. The inspection also found the hp1, hp2, and hp3 filters to be clogged and were replaced with clean filters. A second simulated treatment was performed and passed. The accelerated stress test (ast) was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. Pre-ast 15-minute 1000 ml simulated treatment was performed and passed. The cycler was powered off / on during the treatment. A power fail recovery alarm occurred when the cycler was powered back on. The treatment was resumed and completed without failure. The mushroom head check (mhc) passed. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form and the mhc passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when removing the cassette from the cassette door of their cycler after ending their pd treatment. It was reported the fluid leaked from the cassette tubing which came in contact with the cycler. The patient reported receiving an air detected in cassette alarm during drain 2 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was reported to be available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.